Event description:
Boston scientific received information that this device displayed high out of range shocking impedances on the right ventricular channel. This device and right ventricular lead currently remains implanted and no adverse patient effects were reported.

Manufacturer narrative:
Should additional information become available this investigation will be updated.

Manufacturer narrative:
A request was made to technical services for the exact values for the shock lead impedances. Technical services discussed that the value is > 200 ohms since the implant. Technical services also discussed the fact that with the current situation the device is unlikely to be able to deliver shock therapy if needed by the patient. At this time the system remains implanted. Upon further information this investigation will be updated.

Event description:
--

Manufacturer narrative:
Additional information received noted that no change to the system will be made. The patient did not want a new device implanted and at this time the lead remains implanted.